Event description:
It was reported that after a routine infusion set change, the user announced a meal, experienced vomiting and diarrhea, then sustained prolonged hyperglycemia with a reported peak glucose of 501 mg/dl for approximately five hours; the user later received intravenous insulin in the emergency department and also used subcutaneous insulin via pen as back-up therapy, with no device alarms other than high glucose and no observable leakage or known bent cannula. Symptoms included hyperglycemia. Outcomes included unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to determine a specific device problem or involved component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.